Event description:
The entire device was removed from the pt due to erosion. The urethra was repeforated on one side, dilated and implanted one cx cylinder-used as a tutor to keep the piece from shrinking and scarring down.